Event description:
It was reported that the ventilator had a hw fault (snder r1) alarm condition. It is unk if the ventilator was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na